Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history record review was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that syringe 5ml saline fill (B)(6) sp plunger fell off. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2020 due to "acute cerebral infarction". After admission, an intravenous indwelling needle was used for intravenous infusion. On (B)(6) 2020, after the patient's infusion was completed, used the flush to seal the tube with the indwelling needle. Before use, the plunger rod of the flush was pulled back to exhaust the air in the tube. The plunger rod was found to fall off and the piston cannot be connected. The air in the tube successfully discharged, and the connection was replaced with another intact flush to complete the tube sealing. Did not cause adverse effects to patients.